Manufacturer narrative:
Batch review performed on 03/25/2015: lot 142641: (B)(4) liners produced and released on 06/24/2014. No anomalies found related to the issue reported. To date, (B)(4) liners of the lot have been sold without any similar problem. On (B)(4) 2015, (B)(4) made the batch review of the ceramic head, without any anomaly reported. On 03/24/2015, we were informed that the explanted devices are not available for eval.

Event description:
(B)(4).